Event description:
The initial reporter alleged two separate issues involving the hiv combi pt elecsys assay on the cobas 6000 e601 module. The first issue involved a patient sample tested on (B)(6) 2020. The initial result was reactive with a value of 265 coi. Two subsequent re-runs of the same sample yielded non-reactive results with values of 0.220 coi and 0.162 coi, respectively. The second issue involved external quality assessment (eqa) samples processed on (B)(6) 2020. Two eqa samples, specimen 5481 (hiv-1 p24 positive, diluted 1:31) and specimen 5485 (hiv-1 positive, diluted 1:40), initially produced non-reactive results with values of 0.248 coi and 0.212 coi, respectively. These results were inconsistent with the expected neqas (national external quality assessment scheme) reactive results. The customer re-ran the eqa samples on (B)(6) 2020 after receiving the neqas report, and both samples produced reactive results with values of 8.74 coi and 262.2 coi, respectively.

Manufacturer narrative:
The hiv combi pt reagent expiration date was not provided. The reported events occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay was performing within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The daily alarm trace for the analyzer showed several sample pipetting alarms on the day of the discrepant results; however, these were not conclusively linked to the reported issues. The initially reactive patient sample result followed by non-reactive re-runs is consistent with known assay behavior as described in the product's method sheet. For the eqa samples, the initial non-reactive results were inconsistent with the expected reactive results, but subsequent re-runs produced the expected reactive results. A sample mix-up could not be ruled out as a potential contributing factor. A definitive root cause for the reported events could not be determined based on the available information.